Manufacturer narrative:
A maquet field service technician will investigate the event. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the device showed error code 1004 at the end of patient treatment. No reported patient effect. (B)(4).